Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and mildly calcified shunt. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation at 20 atmospheres. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was initially inflated at 10 atmospheres and ruptured on the second inflation at 20 atmospheres. The device was completely removed from the patient's body.